Event description:
Event description cpi received information that an invasive procedure was performed after a shorted lead fault code was observed. A fracture to the chronic endotak transvenous defibrillation lead was noted during this procedure. Both the ICD and lead were removed and replaced.